Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Findings: compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, displacement test and rewind test. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.